Event description:
It was reported the pt's ipg was explanted. An sjm representative reported the pt had adequate coverage but did not like the vibrations she received from the system.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.